Event description:
"While attempting to extract the catheter from the radial artery during surgery, the surgeon encountered significant resistance. After dropping the balloon, and again attempting to extract the catheter, there was a loss of resistance and the surgeon found the balloon tip was no longer attached. Balloon tip and wire were located by ultrasound, and were extracted by an additional incision and arteriotomy."

Manufacturer narrative:
The incident device will not be returned for evaluation. The cer is still under investigation. A final report will be submitted at the close of the investigation.